Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient's pulse generator exhibited backup vvi operation. It was noted that the device had already triggered eri. Device replacement was discussed. No intervention was reported.